Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was not returned. But performance data from the device was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the remote transmission shows ??? In areas where diagnostic data should be displayed and also shows a battery voltage "not available" message. It was later reported that a device reset had occurred with no device parameter changes. The deviceremains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to bit flip in lead impedance/battery voltage trends.